Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hpn infusion ran ten (10) minutes short. The infusion was started at 1051. The syringe pump module read the total volume as 15.7ml and 20ml prior to prime the tubing. The syringe pump sounded like it was dry when the registered nurse was taking 45 minute vitals. The infusion was completed at 1141. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. A terumo 20ml syringe with a volume of 15.7ml was loaded into the incident syringe module. A basic test infusion was programmed with a rate of 20ml/hr and volume to be infused (vtbi)= 15.7ml as observed during the review of the syringe module event log. The infusion completed successfully as expected after an hour (47 minutes) infusion. On (B)(6) 2024 at 3:50 pm, it was reported the vtbi was 15.7ml. A terumo 20ml syringe with a volume of 15.7448ml was selec ted an infusion was programmed with a rate= 20ml/hr and vtbi= 15.7ml. After approximately 47 minutes of infusion, at 4:37 pm the syringe was empty, completing the infusion as expected. Review of the syringe module error log showed no errors were recorded on the reported event date. The syringe and syringe module administration set were not returned for investigation; therefore, they could not be inspection and testing. The alaris system user manual v12.1.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. A review of the bd alaris user manual v12.1 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the report of an over infusion is being attributed to user programming issue. A review of the logs confirmed the syringe module was programed for an infusion with a rate of 20ml/hr and a vtbi of all (15.7ml). This calculates to an infusion duration of approximately 47 minutes, instead of the customer reported desired infusion duration of 55 minutes.

Event description:
It was reported that the hpn infusion ran ten (10) minutes short. The infusion was started at 1051. The syringe pump module read the total volume as 15.7ml and 20ml prior to prime the tubing. The syringe pump sounded like it was dry when the registered nurse was taking 45 minute vitals. The infusion was completed at 1141. There was patient involvement but no harm.

Event description:
It was reported that the hpn infusion ran ten (10) minutes short. The infusion was started at 1051. The syringe pump module read the total volume as 15.7ml and 20ml prior to prime the tubing. The syringe pump sounded like it was dry when the registered nurse was taking 45 minute vitals. The infusion was completed at 1141. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes, remedial action required, remedial action # and manufacturer narrative. Note that imdrf annex a040507, a0401, a040502, c070606, c0601, c23, d11, d02, d01, g04061 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.